Event description:
This rv lead was displaying noise on the rv and ff channels. Noise was reproducible on the ff by performing isometric testing in clinic. The physician will be notified of the issue.

Manufacturer narrative:
(B)(6) 2017; this lead was capped on (B)(6) 2017. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available